Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number n0909, expiration date 12/2010 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.

Event description:
Allergy [hypersensitivity]. Granuloma-like reaction [nodule]. Case description: licensee-spontaneous report received on 06-may-2010 from a physician regarding a pt of unk age, initials, gender, and relevant medical history. On an unk date, the pt rec'd prevelle silk into an unk site. On an unk date within the last 6 months, the pt experienced a "granuloma-like reaction." Treatment info was not provided. As of the date of receipt of the report, the pt outcome was unk. Add'l info was rec'd from the physician on 08-may-2010 and 10-may-2010. The physician reported that the pt's event settled quite quickly (exact recovery date not specified) and the pt has not yet had a recurrence of the event. The physician also provided the prevelle silk lot number and expiration date: lot number n0909 with expiration date dec-2010. Add'l info was rec'd from the physician on 11-may-2010. The pt was a (B)(6) female, initials (B)(6), with a relevant medical history of treatment with prevelle silk in (B)(6) 2009 and treatment with esthelis ha (hyaluronic acid) product. On (B)(6) 2010, the pt rec'd an injection of 0.75 ml of prevelle silk into the nasolabial folds and tear troughs. Antiseptic wipes were used to cleanse the skin prior to the injection(s). A 30 g (gauge) needle was used for the injection(s). Starting on (B)(6) 2010, the pt experienced "ugly lumps", which were of severe intensity and assessed as definitely related to prevelle silk. The lumps released a "pus-like fluid" and required treatment with kenacort injections and antibiotics. The physician diagnosed the event as "allergy/granuloma." The pt was seen by the physician 5 days post-reaction, at which point, the reaction was settling. An offset date was not provided. No further info was provided. As of the date of receipt of this report, the pt outcome was recovered on an unk date. Add'l info was rec'd from the physician on 16-may-2010. The reaction around the pt's tear trough settled completely on an unk date. The nasolabial corners still felt indurated but nothing visible. The test dose that the physician gave the pt has also shown reaction. No further info was provided. The qa (quality assurance) investigation results were rec'd on 20-may-2010. The production and quality control documentation for lot number n909, expiration date 12/2010 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. See MFR's number: (B)(4)for other adverse event(s) from this reporter. MFR's comment: the benefit-risk relationship of prevelle silk is not affected by this report.